Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2516503 presented no issues during the manufacturing process that can be related to the reported event.

Manufacturer narrative:
As reported, two 6-12f mynx control venous vascular closure devices (vcd) were deployed on the left side where a hematoma started developing after the number one button was depressed and the device laid down for the two-minute count. Manual pressure was held for 15 minutes where significant oozing was noticed. The physician was called back and used a suture. A safeguard patch was placed and inflated to 50cc. Even after the suture and patch the oozing was still not under control. A quick clot patch was then applied and the oozing was under control after 5 minutes. There was a reported patient injury of hematoma. Fifty milligrams of protamine were given before closure. After discussion, the physician stated he does not believe the mynx control venous vascular closure device (vcd) failed but that the event was due to the activated clotting time (act) still being too high. Three devices total were used in this procedure for atrial fibrillation. The second device was not returned for analysis. A product history record (phr) review of lot f2516503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas/hemorrhages are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, the proper placement of the vcd sealant, and the patient's compliance to decrease mobility of limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, medications, blood transfusion, or even surgical intervention. Based on the available information, the hematoma developed during the two-minute waiting period after button 1 was depressed to deploy the sealant. During this step, the sealant is actively absorbing body fluids and swelling within the tissue tract; therefore, hematoma formation at this time is uncommon. However, patient factors likely contributed to the event, as the physician reported that the patient¿s act was too high and confirmed there was no product failure. Additionally, analysis of the returned device revealed no damage that could have contributed to the hematoma developing during this part of the procedure. However, it was noted that button 2 of the returned device was not depressed, and the balloon was not retracted. Since it was reported that significant oozing occurred at the site after device removal and the application of manual compression for 15 minutes, both handling factors (user error) and the elevated act level likely contributed to this bleeding event if the user expected the sealant to achieve hemostasis despite the hematoma. However, it is unknown if the device was removed without pressing button 2 intentionally in order to apply manual compression to the site. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the mynx control venous IFU, after inflating the balloon, it states ¿align the device with the tissue tract. Pull gently to retract the device and procedural sheath until the black line in the tension indicator window aligns with the marks on both sides of the white handle. This indicates that the balloon is abutting the venotomy and that the device is positioned to appropriately deliver the sealant extravascular to the venotomy.¿ per step 2: deploy sealant, the IFU instructs, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ additionally, step 3: remove device states, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, phr review, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 6/7f mynx control venous vascular closure devices (vcd) were deployed on the left side where a hematoma started developing after the number one button was depressed and the device laid down for the two-minute count. Manual pressure was held for 15 minutes where significant oozing was noticed. The physician was called back and used a suture. A safeguard patch was placed and inflated to 50cc. Even after the suture and patch the oozing was still not under control. A quick clot patch was then applied and the oozing was under control after 5 minutes. There was a reported patient injury of hematoma. Fifty milligrams of protamine were given before closure. After discussion, the physician stated he does not believe the mynx control venous vascular closure device (vcd) failed but that the event was due to the act still being too high. Three devices total were used in this procedure for atrial fibrillation. The devices will be returned for evaluation.